Event description:
The customer stated that the insulin pump had a button error alarm. The insulin pump alarmed after a battery change. Prior to the event, the patient stated he was asleep. The current blood glucose reading is 149 mg/dl. The customer was advised to discontinue use of the pump and revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off/no power, low battery or battery out limits alarms noted. The insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.